Event description:
The manufacturer received a report indicating that a trilogy 100 ventilator displayed a ¿ventilator inoperative¿ error code. No patient harm or injury was reported or alleged in connection with this event. It was also reported that the device did not meet acceptance criteria during the evaluation process due to multiple physical condition issues, including a missing or broken cord retainer; damage to the exterior surfaces; defects involving the front, rear, and base enclosures; a gap observed between enclosure components; and a handle that was cracked and not securely attached. The device was returned to the manufacturer for evaluation; however, a complete assessment could not be performed due to evidence of insect infestation. No further investigation can be conducted at this time. If additional information becomes available, a follow-up report will be submitted as required.